Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported once a day, patient would get a bright white screen. Patient noted she had to let controller sit and screen went blank or else had to pull the batteries out. A replacement controller would be sent. It was noted controller¿s screen went to a bright white but worked when it reset. Patient noted the stimulation went on and off, patient got an odd sensation at the incision site without changing anything. Patient noted this was out of the blue. Patient mentioned her phone had been hacked and wondered about the controller possibly happening. It was noted stimulation was changing on its own on (B)(6) 2019 and it got worse after (B)(6) 2019. No patient complications were reported.